Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when starting resection on the liver, the tip of the cusa excel 23khz standardtip (c4601s) broke off. A 2-3 big millimeter piece of the tip got stuck in the liver and had to be removed with a pair of tweezers. The product had not been used and had not been in contact with any metal clips or similar equipment. There was no patient injury or death alleged, and it is unknown if the event led to increased of surgery time.

Manufacturer narrative:
The cusa excel 23khz standardtip (c4601s) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The tip of the returned unit was broken at an angle. There was also visible tissue stuck to the end of the tip. Root cause - the cusa excel IFU and user guide were reviewed. Based on the circumstances of this case, the most likely root cause is excessive lateral loading of the tip. This is evidenced by the angle of the fracture. Most likely the resistance felt by the liver tissue in combination with this apparent lateral loading caused the angled fracture of the tip. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.